Manufacturer narrative:
One used device with packaging was received and evaluated. Visual inspection of the sample revealed that the clave at the secondary port of the cassette was completely broken off. There are white drag marks indicating the use of force. Hospira completed a formal investigation. Based on the investigation results, the root cause of this event is the design of the cassette with semi rigid adapter configuration did not consider the user needs. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming of the tubing set prior to pt use, a separation was noted at the clave on the secondary port on the cassette of the tubing set. The tubing set was replaced and therapy was initiated. There was no reported delay of therapy critical to this pt. No med intervention was required. No additional info was provided.